Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator stopped delivering gas during patient treatment. There was no patient harm. (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was reported to stop delivering gas. Our field service engineer did not find any ventilator malfunction. The device was working normally during the investigation and pre-use checks passed. Any further issues with the ventilator have not been reported. The evaluation of received device logs shows several alarms for high pressure as well as other clinical alarms immediately after ventilation start on the date of event. There are alarms indicating a temporary block on the expiratory side, most likely in tubes or filters, but this has not been possible to confirm. There is no indication that the ventilator stopped delivering gas. No successful pre-use check was performed the last year before the event. The latest pre-use checks before the event failed on the o2 cell/sensor and internal leakage tests. The conclusion in this matter is that the ventilator worked without deficiencies when investigated by our field service engineer.